Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during the last therapy. The cg stated there were no alarms during the treatment and that the patient felt fine. The cg stated the patient did not get the high drain alarm until they were ending treatment. The registered nurse (rn) had the patient clear the alarm. The patient had no symptoms. The technical service representative (tsr) was unable to retrieve the therapy numbers since the hcp was already set up for that evening and the cg did not want to check the settings. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain alarm. The rn stated she was aware of the alarm and that the patient had called into baxter technical services. The rn stated that patient has been continuing therapy successfully on the new cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter product.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain threshold. This issue is being investigated through CAPA.